Event description:
It was reported that the knob on the helical blade coupling screw broke during the tfn procedure on a hip fracture. Surgeon pounded on the helical blade inserter to complete the procedure. Surgery was completed successfully and with no extra time and the patient was unharmed. All the broken parts were retrieved from the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was received with the knob broken off. The break on the shaft resulted in material bent towards the inner diameter. Axial scratches located throughout the shaft indicate usage. Also the knob contained deep dents on the top and sides with the hex featured damage. Measurable dimensions were found within specification. A review of the device history record did not reveal issues that could have contributed to the reported issues.